Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high compared to her feelings and/or normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged inaccuracy issue began at 10:45pm on (B)(6) 2021. The patient claimed obtaining a blood glucose reading of ¿475mg/dl¿ with the subject device which she felt was inaccurately high compared to her feelings and/or normal readings. The patient manages her diabetes with a combination of medications, 2 unspecified oral medications and insulin (type and dose unknown) and stated that she took 15units of insulin in response to the alleged product issue. The patient reported that at an unspecified time after the alleged product issue began, she ¿passed out /went into a coma¿ and her friend found her three hours later in this state. She reported that her friend helped her recover, she tested her blood glucose again and obtained a result of 30mg/dl and her friend provided her with some food and drink ¿orange juice, ice cream and a sandwich¿. The patient stated that she then tested her blood glucose again and obtained a result of 76mg/dl. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device at the time of testing, the cca also noted that at the time of the call, the reporter was unable/unwilling to answer if she had control solution available to perform a quality control test or if the test strips had been open longer than the discard date, expired, or stored improperly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after administering insulin based on the alleged inaccurately high blood glucose readings obtained on the subject device. Additionally, the patient reportedly received medical intervention, administered by a third party.